Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber assembly, the generator driver board, and the back plane were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's live monitor was "black" and the system would not perform fluoroscopic x-ray. No patient injury was reported.